Manufacturer narrative:
The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver had a squeaking noise while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver without adverse patient impact.

Manufacturer narrative:
During investigation testing, the customer-reported squeaky noise was able to be reproduced. The root cause was determined to be a malfunction of the compressor counter weight. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5161 follow-up report 1.